Event description:
It was reported that during a procedure while retrieving the gallbladder from the abdominal cavity, the surgeon placed the endopouch pro through the trocar and deployed the bag. The plastic ring coiled and one support arm retracted back into the instrument shaft. The other support arm remained intact. Surgeon released the suture string and tried to remove the bag through the trocar and broke the bag. The surgeon did remove the gallbladder with out the pouch emptying back into the pt. It was noted that one of the support arms fell off while cleaning the device after the procedure. Procedure was completed with no pt consequences.